Event description:
It was reported by the customer that pyxis medstation es system was not detected on the bus. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that there was thermal damage to the retractor band. A field service engineer replaced the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.